Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited corroded coupler unit and water leakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely watertightness is lost due to cut on cable unit. The most probable cause of the corrosion on coupler unit is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.